Manufacturer narrative:
The field service engineer performed a precision check, cleaned, and adjusted the sample and reagent probes. He inspected the rinse station, cuvette filling, and gear pump pressures. Quality control was performed and was in the expected range. The specific cause of the event could not be determined.  The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable low calcium gen.2 result from the cobas 8000 cobas c 502 module. The initial result was 1.37 mmol/l and the repeat result on 07-sep-2021 was 2.20 mmol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 562690. The expiration date was requested but was not provided.